Event description:
Customer reported that the system did not want to boot up. The customer also reported that when the system did finally boot up it gave an error message "battery at 35% charge". The customer also reported that the system has intermittently not wanted to make film shots.

Manufacturer narrative:
(B) (4). The ge svc rep could not duplicate. He performed a battery test. The batteries were holding up on large shots. He found the connector p2 on transition pcb not fully seated then reseated the connector. He also reseated the analog support and tech processor pcb's. The rep made a backup copy of the generator software and set hot byte. He booted the system 10 times thru multiple layers of lead with no problems. He could not duplicate the problem. If problem persists he recommend changing the analog support pcb. The system is operating as intended. (B) (4)